Event description:
A device report from (B)(6) indicates a clinic in (B)(6) reported: an (B)(6) female was implanted on (B)(6) 2011 with an lcp plate and screw. Pt experienced pain and was returned to operating room for removal and revision of a broken plate on (B)(6) 2011.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned.